Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# v047365, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3550-29, lot# unknown, product type: accessory. Product ID: neu_siliconeanchor, lot# unknown, product type accessory. Analysis results were not available at the time of this report. A follow up report will be submitted once analysis is complete.

Event description:
Additional information was received from the patient on 2017-04-04. The patient reported that she had the stimulator (ins) and leads removed in (B)(6) 2017. The patient reported that she needed some scans and thought her medical issue was unrelated to the device but was not 100% sure. The patient reported that left large bowel capillaries were dying off. The patient reported that she was still healing due to puss pockets due to infection. No further complications anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies. There was reduced capacity due to over discharge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the explant surgery hadn¿t occurred yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that the explant date was (B)(6) 2017. The stimulator was to be packaged and sent to the manufacturer in a biological substance box.

Event description:
A consumer reported that the implantable neurostimulator (ins) had been dead since 2014 or 2015 or before, they were not sure. No patient symptoms were reported and the device was indicated for failed back surgery syndrome. Additional information received from the consumer reported that the circumstances that lead to the dead implant were that it was more or less members of their family had passed away and they kind of let it go. The steps taken to resolve the reported issue were they had made an appointment with the doctor for (B)(6) 2016. Additional information received from the healthcare professional (hcp) indicated that the patient was not scheduled for an explant but would be scheduled. The reason for the explant was that the ins stopped working and the patient informed the doctor on (B)(6). The patient had ischemic colitis that was affecting their bowel, and they had been getting bloody stools frequently. The patient was seeing an enterologist and could not get any imaging done because the device was implanted, which was one of the reasons why the patient wanted it explanted. It was noted that the patient had stated that they think the ischemic colitis could be due to the placement of the ins, however it was noted that the actual cause of the ischemic colitis was not yet known. The plan was to get imaging studies done to determine what was going on. The patient reported back pain that was related to a work injury that occurred in 1992.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3998, lot# v047365, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3550-29, lot# unknown, product type: accessory. Product ID: neu_siliconeanchor, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow up report will be submitted once analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that the patient developed colitis and there was a patient injury. The device was removed on (B)(6) 2017 and the patient was stable post-surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.